Event description:
It was reported that an overinfusion occurred. The pump was set to deliver at a rate of 42ml/hr. Approx 3 1/2 hrs later the 500ml bag was found almost empty. There was no resultant pt complication.